Event description:
A report was received that the patient had an injection in her back.

Event description:
A report was received that the patient had an injection in her back.

Manufacturer narrative:
Additional information was received that the injection was for the patient's new back pain which persisted after a non-device related fall.